Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of occlusion is listed in the esprit btk everolimus eluting resorbable scaffold system instructions for use as a known patient effect of coronary scaffolding procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2022 two 3.0x38 mm esprit btk scaffolds were implanted in the right peroneal artery. An occlusion was identified in (B)(6) 2022 (prior to the product approval in the us). The patient had a three-year follow-up ultrasound ((B)(6) 2025), which showed greater than 50% occlusion of the index vessel. This condition is chronic and no treatment was given. In the opinion of the physician, the occlusion is not related to the scaffold devices; however, the occlusion is in the target lesion and therefore, this will be assessed as reportable. No additional information was provided.